Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2019 with blood glucose level over 450 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with a bolus using insulin pump. The customer also reported other events such as positive test in ketones, nausea, vomiting, abdominal pain and difficulty in breathing. It was reported that the customer was using automode. The customer alleged that the insulin pump was under delivering. The customer performed displacement test and it passed. The insulin pump will not be returned for analysis.